Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Block b3: approximated based on the date the manufacturer became aware of the event. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the product was not confirmed. The ra lead was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture the return date and investigation results.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, the patient also had an endocarditis. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, the patient also had an endocarditis. There were no additional adverse patient effects reported. The ra lead was explanted.